Manufacturer narrative:
The pump was received with blank display and constant tone alarm anomaly due to problem isolated to motherboard. The pump was unable to perform functional test or verify button keypad due to blank display anomaly. There were minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received audio beep anomaly and unresponsive buttons. The customer's blood glucose level at the time of incident was over 240mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.